Event description:
It was reported that the patient had a fail sling in place. He underwent a surgical procedure to implant a new artificial urinary sphincter (aus). The sling device remains implanted.